Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system's patient side manipulator (psm) 2 was having intermittent issues accepting instruments. The site was using an instrument on the psm 2 with no issues, but when they went to put a second instrument on the arm, they could not control the instrument. The site reseated the drape, but the issue persisted. The site continued the procedure with the psm 3. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went onsite to troubleshoot the issue the day the problem was reported. The fse discovered several code 22008 cannula issues in the system logs for the patient side manipulator (psm) 2, and was able to reproduce the issue on the test drive; but, upon a hard cycle reboot the issue went away. The same issue was also intermittently occurring on the psm 1. The fse replaced the cannula mounts on the psm 1 and psm 2. This resolved the issue on the psm 1; but, psm 2 was still having the problems. Robotics coordinator (roco) said they would use the system with the psm 3 and psm 1, until the psm 2 could be replaced. The fse replaced the psm 2, tested the system, and was able to successfully insert instruments multiple times. The system was tested and verified as ready for use. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the customer reported complaint. The sterile adapter (sa) release assembly will be replaced as a fix.